Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added to the following fields: h4 and h6. Correction on fields: e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the video connector socket could not be connected as it was broken. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center video connector was broken and could not be connected, there was damage on video connector socket. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.